Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: the patient presented with l3 through l5 lumbar degenerative disc disease. The patient underwent the following procedures: second stage of planned two-stage operative procedure, posterior l3 through l5 instrumented fusion with bmp (bone morphogenic protein), corticocancellous allograft, and demineralized bone matrix. As per the operative notes, ¿a strip of bmp (bone morphogeneic protein) was placed in the inter-transverse position bilaterally between l3 and l4 as well as l4 and l5.¿ no intra-operative complications were reported.